Event description:
User experienced tightening of chest and shortness of breath, coughing, headache, nasal congestion and burning, sneezing, and sore throat with use of product. User reported using ppe. Symptoms stopped when quit using product.